Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tip of the vasoview hemopro jaw boot came off. The piece was retrieved from the original incision. The same unit was used to complete the procedure since it was at the end of the procedure. There were no pt effects. The product was discarded.